Event description:
The patient contacted animas alleging that she was admitted to a hospital for elevated blood glucose levels and dka. The patient reportedly stated that the pump was not being implicated but the doctor wants the device to be troubleshoot. The patient claimed that her blood glucose levels had been elevated for the past week. The patient claimed that she obtained a "hi" reading on a glucose meter. Her usual range is reportedly in the low 200's mg/dl. The patient stated that she changed out site/set and did not recall seeing a bent cannula although she was positive for lump at site on abdomen. The patient was admitted to a hospital for dka the day prior to contacting animas for assistance. According to the patient, her blood glucose level upon admission was 754 mg/dl. The pump was disconnected and the patient was initiated on IV hydration and an IV insulin drip. At the time of the contact with the animas representative, her current blood glucose level was 123 mg/dl. The patient was initiated on the pump the day she contacted animas. The patient uses the inset 6mm 23 inch. The pump reportedly had the correct date and time. The basal program was correct and adding up correctly with tdd. No associated alarms were noted in the pump history. Prime history showed a prime total of 2.3 units - 6.4 units every 2-3 days. The patient stated she saw drops from end of tubing when she primed. The patient is not filling the cannula. The patient primarily uses her abdomen and reported scar tissue/lumps present. The patient claimed that she rotates around abdomen. The animas representative observed no issues with insulin or air bubbles. The patient and nurse were instructed to discuss possibility of site issues. The patient was referred to a doctor for site and skin assessment.

Event description:
Report received from baxter (B)(4) that the spike was broken when the patient tried to disconnect the set from the drain bag after finding a leak while draining. The set had been used for 270 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a broken spike was confirmed in the lab. The spike was completely broken off at the base. A batch review was not possible because the lot number was unknown. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.